Manufacturer narrative:
The complaint investigation for falsely elevated alinity I anti-hbs results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 30022fn01 and the complaint issue. The overall performance of alinity I anti-hbs was reviewed using field data from customers worldwide. The patient median result for lot 30022fn01 is comparable with all other lots in the field and within established baselines, confirming no systemic issue for the product lot. Labeling was reviewed and found to be adequate. Based on our investigation, no systemic issue or deficiency with the alinity I anti-hbs reagent for lot 30022fn01 was identified.

Event description:
The customer observed falsely elevated alinity I anti-hbs results for a 33 year old male patient with chronic liver disease. The following data from a hepatitis b assay panel was provided: (B)(6) 2021 sid (B)(6). Anti-hbs = initial result = 349.17 iu/ml, repeat = 331.51 iu/ml (positive), repeat with abogen colloidal gold = negative. Additional laboratory data was provided: anti-hbc initial result = 8.02 s/co, repeat = 7.05 s/co (positive), repeat with abogen colloidal gold = positive. Hbsag initial result = 410.26 iu/ml, repeat = 398.51 iu/ml (positive), repeat with abogen colloidal gold = positive. Hbeag = initial result = 1338.20 s/co, repeat = 1290.579 s/co (positive), repeat with abogen colloidal gold = positive. Anti-hbe initial result = 36.23 s/co, repeat = 37.16 s/o (negative). Anti-hbc igm initial result = 0.6 s/co (negative). No impact to patient management was reported.

Manufacturer narrative:
Patient identifier: sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7p89 has a similar product distributed in the us, list number 7p88.

Event description:
The customer observed falsely elevated alinity I anti-hbs results for a (B)(6) male patient with chronic liver disease. The following data from a hepatitis b assay panel was provided: on (B)(6) 2021 sid (B)(6). Anti-hbs = initial result = (B)(6), repeat = (B)(6), repeat with abogen colloidal gold = (B)(6). Additional laboratory data was provided: anti-hbc initial result = (B)(6), repeat = (B)(6), repeat with abogen colloidal gold = (B)(6). Hbsag initial result = (B)(6), repeat = (B)(6), repeat with abogen colloidal gold = (B)(6). Hbeag = initial result = (B)(6), repeat = (B)(6), repeat with abogen colloidal gold = (B)(6). Anti-hbe initial result = (B)(6), repeat = (B)(6). Anti-hbc igm initial result =(B)(6) no impact to patient management was reported.